Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed flow rate was not reproduced. The device was sent for flow accuracy testing and passed with error percentage 4.7 which is within the acceptable tolerance range of -5% to +5%. A review the event history log was performed. An event occurrence date was not provided, however the last day of customer use revealed two infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The user confirmed flow in the drip chamber when prompted, however, the user stopped the infusion and reloaded the set twice throughout the two infusions. No further conclusions can be drawn at this time from the ehl review. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.